Event description:
It was reported that during routine check discovered by customer , the cs300 intra-aortic balloon pump (iabp) unit has no pressure signal intermittently. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) checked machine pressure single came proper and observed machine more then 2 hour machine working ok. Replaced pressure cable and handed over the equipment to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Corrected fields: g2. Additional information: e1( event site postal code:(B)(6)). A getinge field service engineer (fse) checked machine pressure single came proper and observed machine more then 2 hour machine working ok. Fse handed over the equipment to the customer in good working condition.

Event description:
N/a